Event description:
On 3/15/2000 customer informed baxter sales of 9 donor reactions, which were described as common symptoms associated with apheresis. These reactions were said to have occurred from 1/1/2000 to 3/15/2000. The customer's initial reason for contacting baxter was in relation to four alleged reactions associated with a single instrument. The add'l five reactions were referenced during the conversations and were unrelated to the instrument in question. This report is for donor #9. Donor has been donating since june 1999. Donor was currently taking ogen. Approximately 50 minutes into the procedure the donor complained of lightheadedness, diaphoretic, and tingling in the hands and feet. Donation was discontinued. Donor was placed in the trendelendburg position and given orange juice with sugar plus cookies. Donor left in good condition. Donor center believes this to be a normal reaction known to be associated with plasmapheresis procedures.